Event description:
The customer reported via phone call that the insulin pump is not delivering the basal rates properly, only the bolus dose. The customer stated that a couple weeks ago he had an x ray and ever since than then he has had the issues with the insulin pump and high blood glucose. Customer stated that it has gone up to 238 mg/dl; current reading was 156 mg/dl. During troubleshooting; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The settings are correct. The insulin pump passed the displacement test. No error alarms found in the history. At the end of the call, it was found that the customer has never filled the cannula during the prime process. Customer was advised that this step needs to be completed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.